Event description:
MDR decision date: (B)(6) 2012. No serious injury alleged. Malfunction alleged. End user states they purchased a tool-less shower chair from the local pharmacy and the cross brace under the chair appeared to be cracked. Allegedly, this caused the back legs to bend out further than intended and made the chair unstable and unsafe. They attempted to take the chair back and they were told by the dealer that they could not do anything about it and that they needed to call invacare to get the warranty handled. MDR filed.